Event description:
Customer reported that the newly received device failed to power on with known good batteries. Furthermore, an arcing noise inside the device was reported. There was no report of pt use associated with the reported event.

Manufacturer narrative:
(B) (4): physio-control is anticipating the device return to the mfg facility and continues to investigate the reported issue. Physio-control will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.